Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a hemorrhoid procedure, there was an incomplete staple line. The surgeon found a bad stapling in anterior-lateral left side. The surgeon did not feel any unusual resistance nor heard suspicious noises. The orange indicator was visible prior to activation, the three activations were normal. Persistent anterior prolapsed. No bleeding. The patient is well. Unknown how case was completed. The device was discarded. .